Manufacturer narrative:
Cmpl-(B)(4).diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On the day of the event the patient experienced a hypoglycemic event with convulsions, was sweating, and was treated by the parent with a glucagon injection. An ambulance was called after and the patient was taken to the hospital. Before going to the hospital, the cgm reading was 90 mg/dl, and the blood glucose reading was 30 mg/dl. The patient was in observation for 15 hours. The doctor reported that the hypoglycemia was caused by boluses from the night before. The parent however, reported the inaccurate sensor readings. No cgm readings were reported from the night before the event. At the time of the report the patient was at home and stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.